Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage. Visual inspection: the 5.5 nav driver - shaft t20 (p/n: 301019003, lot number: mi88790) was received at us cq. Visual inspection of the complaint device showed the distal driving tip had broken off. There were no xrays or photographs to confirm the tip remained within the patient. The device failure/defect was identified. Document/specification review: no design issues or discrepancies were identified. The complaint was confirmed. Investigation conclusion: this complaint is confirmed as the distal driving tip had broken off. There were no xrays or photographs to confirm the tip remained within the patient. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for 5.5 nav driver - shaft t20 was conducted identifying that lot number mi88790 was released in a single batch. Batch1: lot qty of (B)(4) units were released on june 23, 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional narrative: reporter is a j&j sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during posterior lumbar fusion surgery the top of an expedium 5.5 navigation driver shaft broke during insertion of a screw. Continued with surgery, but unable to navigate screws because their only nav driver was broken. The tip of the driver could not be retrieved from the head of the screw. There were no fragments generated. There was no surgical delay. There were no patient consequences. The procedure was successfully completed. This complaint involves two (2) devices. This report is for (1) 5.5 nav driver - shaft t20. This report is 1 of 2 (B)(4).